Event description:
Baxter received a report that one (1) intermate device had leaked during patient use. The customer reported that the "intermate has fluid in the bottle outside the balloon reservoir." The device was filled with imipenem. There was no report of patient injury or medical intervention. No further information is available at this time. No injury or adverse event is reported.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) - additional information: sample was not received by baxter for evaluation. Leak was not confirmed due to sample unavailability. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. No root cause was identified. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number of this device is unknown.